Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the history issue was identified. The occlusion alarm investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred during bolus delivery. The customer experienced a blood glucose (bg) level of 411mg/dl and moderate levels of ketones. A correction bolus was delivered to address the bg level and water was consumed to address the ketones. A system check was performed verifying the occlusion alarms; during the deliveries of the test boluses, the boluses were not logged onto the insulin on board. After performing a supply change, the customer successfully delivered a correction bolus without additional occlusion alarms occurring. The bolus delivered was accurately logged onto the insulin on board. Reportedly, the customer reverted to manual injections for insulin therapy.